Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the patient's scan did not load completely on the system from a cd, there were missing scans. The site was able to load the same scan with the same cd on their navigation system system. Technical services (ts) received 2 cds from the representative. Ts attempted to load both cds in the ts lab on a two other systems, and when the cd was inserted and they selected an image > media from application, the cd was not detected as being in any of the systems. Ts then loaded cds on external drive on a laptop and was able to see the top level directory and the cds have an intel viewer loaded. Ts is going to do additional troubleshooting to determine if the loaded viewer was preventing the systems from reading the scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762 , version #: 2.0.0 h3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that ts received two cds with scans from cc. Ts tried loading both of the scans sent on our flex, s8 and planning station and none of these systems recognized either of these cds. Ts then looked at the cd on a laptop and each of the cds have the auto-run executable and also have a viewer application as well. Ts tested cd 1 by copying everything exactly as it was on cd 1 to a different cd and tried loading it on ts' systems, and again it wouldn¿t load on any of them. Ts then copied the exact same thing on cd 1 with the exception of the autorun executable and the autorun set-up file onto another cd, and that one loaded on all 3 systems without any issues. Ts testing suggests that the auto-run executable to launch the viewer in the cd is not being recognized by the application. Ts requested cs have site burn the cd without an auto-run setting and update ts if complaint persists.

Manufacturer narrative:
H2 additional information: d3 and d10 were updated. The software information previously reported was updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial lot/sw version: 2.1.0 h3, h6: a software analysis was initiated. The logs were reviewed. They captured multiple import operations using a compact disc (cd). A few of them were successful while a few were not and resulted in errors. Technical service (ts) analysis findings on the cd with the issue reported confirmed that the cd had auto run files that were preventing the user from loading the exams on the system. Ts also reported that skipping the auto run and transferring the same contents to another cd worked without any issues. This analysis concluded that the issue was specific to the cd used and not with the software. There was no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. No failure was found. Previously reported codes b01, c19, and d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.